Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction with two consecutive g7 day-15 sensors. This report captures the reaction associated with the second sensor. The patient removed the first sensor on (B)(6) 2026, and inserted a second sensor into her arm (arm unspecified). She reported that the reaction worsened in the same areas that had been affected by the first sensor. There were no symptoms of severe anaphylaxis. The patient sought care at an urgent care clinic, where she was prescribed otc prednisone ointment and an unspecified lotion; however, she stated that neither treatment was effective. No diagnostic testing was performed. Initially, the patient suspected the reaction might have been caused by other factors (such as her wig) but later observed that her symptoms began to resolve after stopping g7 day-15 sensor use for two days, with her last session ending on (B)(6) 2026. She did not consult a dermatologist and has been attempting her own methods to prevent or reduce recurrence. During the call, the patient remained uncertain which component of the system may have caused the reaction and planned to test whether the adhesive was responsible. Tech support provided information on recommended skin barriers, films, and protective sprays from the dexcom skin reaction faqs. The patient stated she would try these options. Multiple attempts were made to contact the reporter; however, no further details were obtained. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).